Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the external paddles cannot be used. Device was in clinical use at the time of event, however, there was no patient harm or injury reported. Another device was used immediately. The device was reported to be in use on a patient, causing a delay in life-saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
H3 other text : the device was evaluated by customer only.

Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the external paddles cannot be used. Device was in clinical use at the time of event, however, there was no patient harm or injury reported. Another device was used immediately. Although there is no harm reported, the reported event will remain categorized as an adverse event because live-saving therapy/treatment has been interrupted and or delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the reported problem was caused by the bad contact between paddles and the device. The reported problem was not confirmed. The device was operational after re-plugging the external paddles. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.